Manufacturer narrative:
The device was not returned for analysis; therefore, a technical analysis could not be performed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device. This report being submitted to correct the additional MFR narrative (h11) in section h. Device manufacturers only.

Event description:
It was reported that this pacemaker was suspected to exhibit far field oversensing. Technical services (ts) was consulted and upon review of the available information ts suggested it could be retrograde conduction and not far field oversensing; however, this could not be confirmed. Reprogramming options were suggested. This pacemaker remains in service. No adverse patient effects were reported.

Event description:
It was reported that this pacemaker was suspected to exhibit far field oversensing. Technical services (ts) was consulted and upon review of the available information ts suggested it could be retrograde conduction and not far field oversensing; however, this could not be confirmed. Reprogramming options were suggested. This pacemaker remains in service. No adverse patient effects were reported.